Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Medical device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for labeling errors with the incident lot was observed.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had an unreadable lot number and expiration date.